Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 23mg/dl. Reportedly, customer was using manual injections in conjunction with the pump. No additional information was provided regarding the reported issue.